Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. Magnetic resonance imaging (MRI) showed that the hydrogel was within anterior aspect of the rectum on the right as well withing the perirectal space. The patient current condition is unknown at the time of this report.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/17/2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.